Event description:
The customer observed falsely elevated results for architect potassium on the architect c8000, serial number (B)(6) for one patient. The sample was repeated with lower results. The following results were provided: sample ID not available. Potassium first run 9.8 mmol/l, second run 4.6 mmol/l. Customer reference range = 3.5-5.5 mmol/l no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated results for architect potassium on the architect c8000, serial number (B)(6) for one patient. The sample was repeated with lower results. The following results were provided: sample ID not available potassium first run 9.8 mmol/l. Second run 4.6 mmol/l. Customer reference range = 3.5-5.5 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for imprecise results when using ict diluent reagent ln 2p32-11 lot (B)(6) on architect c804647 included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, field data review and device history record review. Trending review determined no related trend for elevated results for the product. Return testing was not completed as returns were not available. The sample was retested using the same lot of reagent and gave acceptable results. In addition, the quality controls were within range at the time of the incident. The overall performance of the reagent lot(B)(6) was reviewed using data gathered from customers worldwide. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot (B)(6) is within 2 sd of the established baseline indicating that the lots is performing acceptably in the field. Manufacturing documentation was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and the complaint investigation completed, no systemic issue or deficiency with the conc ict diluent, list number 02p32-11, on the architect c8000 analyzer, serial number (B)(6), was identified.